Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during coronary angiography; fluoroscopy revealed externalized conductors on the right ventricular lead. Interrogation of the device revealed high pacing impedance. There were no consequences to the patient. No intervention was performed at this time; the patient will continue to be monitored.

Event description:
New information noted the lead was stable. The physician elected not to replace the lead; the patient will continue to be monitored.